Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records were limited to the pt's implant perioperative report only. We have contacted the initial reporter to request additional info and to request return of the device for evaluation. A manufacturer review was performed and found no evidence of a manufacturing related issue. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: (B)(4) 2008 - the pt was implanted with a bard/davol flat mesh during a vaginal surgical procedure. The reported event only implies the pt had an unspecified injury due to a defective device.